Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. Customer just started to use the meter and the first result obtained was hi non-fasting. The customer is a newly diagnosed diabetic and does not have an expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is (B)(6) 2020 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1: hi date: 08/01/2019 time: 5:20pm non-fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of(B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # 01651601 meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. Customer just started to use the meter and the first result obtained was hi non-fasting. The customer is a newly diagnosed diabetic and does not have an expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 08/01/2020. The meter memory was reviewed for previous test result history: (B)(6).